Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. Additional information was requested, and the following was obtained: does the surgeon believe there was an alleged deficiency with the device that may have caused or contributed to the event? If so, why? See description: the device cannot open the jaws enough for inflammatory lung tissue, as this is often thicker. Upon review of the additional information, as a device malfunction did not occur, and the decision to convert to an open procedure was the surgeon¿s choice, the event is being downgraded from a serious injury and is being considered not reportable. There was no deficiency with the psee45a used in the procedure.

Manufacturer narrative:
(B)(4); date sent: 6/1/2023; batch # unk; attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: does the surgeon believe there was an alleged deficiency with the device that may have caused or contributed to the event? If so, why? See description: the device cannot open the jaws enough for inflammatory lung tissue, as this is often thicker. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats lobectomy, the surgeon noticed that the device jaws could not be opened enough for inflammatory lung tissue, as this is often thicker; therefore, the surgeon had to switch to an open procedure. He couldn't get the tissue properly positioned between the jaws.